Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. The patient was overdischarged because they forgot to charge for a few months; maybe 6 months. The rep cleared the power on reset (por) code 0x3608 and re-educated the patient on proper charging techniques and intervals. The issue was resolved at the time of the report and the patient was noted to be alive with no injury. There were no patient symptoms reported and no complications reported.